Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter tip damage. The following information was provided by the initial reporter: when the mandrel is going to be removed, there is difficulty to the point that everything must be removed (catheter and mandrel), a visual inspection is carried out and a defect can be seen in the tip of the catheter, which is generating multi-puncture.

Manufacturer narrative:
Initial reporter name and address: initial reporter first name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Per additional information received from the customer, the following information has been updated: b.5 describe event or problem: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: when the mandrel is going to be removed, there is difficulty to the point that everything must be removed (catheter and mandrel), a visual inspection is carried out and a defect can be seen in the tip of the catheter, which is generating multi-puncture. ¿ the needle that went through the catheter? A: yes ¿ has there been any harm to the patient? (Detail) a: multi-puncture.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: when the mandrel is going to be removed, there is difficulty to the point that everything must be removed (catheter and mandrel), a visual inspection is carried out and a defect can be seen in the tip of the catheter, which is generating multi-puncture. ¿ the needle that went through the catheter? A: yes ¿ has there been any harm to the patient? (Detail) a: multi-puncture

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: when the mandrel is going to be removed, there is difficulty to the point that everything must be removed (catheter and mandrel), a visual inspection is carried out and a defect can be seen in the tip of the catheter, which is generating multi-puncture. The needle that went through the catheter? A: yes. Has there been any harm to the patient? (Detail) a: multi-puncture.

Manufacturer narrative:
H6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1350415, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed in the first photo the product packaging. The second photograph showed the actual device but it was punctured in the patient's arm. The engineer could not identify any issue with the needle/catheter tip in the provided photos. Therefore, based off the provided photos the engineer was unable to verify the reported defect or determine a definitive root cause. The device appeared to be functional with flashback being observed. For a more thorough investigation a physical sample would need to be returned for evaluation.